Event description:
New information received notes that at subsequent follow-up, post-paced t-wave oversensing was yet again observed via stored egm. Patient was asymptomatic. Further reprogramming was made, and no further issues were reported.

Event description:
It was reported that when an asymptomatic patient presented in clinic for routine clinical follow-up, post-paced t-wave oversensing on ventricular channel was observed. Programming changes were made.

Event description:
New information received notes that post-paced t wave oversensing was observed again. Patient was asymptomatic. It is noted that the episodes had occurred on one day for only two hours. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that at subsequent follow-up, post-paced t-wave oversensing was observed again via stored egm. Patient was asymptomatic. Further reprogramming was made, and no further issues were reported.